Event description:
On (B)(6) 2026, a 30-year-old female patient underwent deep vein thrombosis (dvt) thrombectomy using inari devices. During the thrombectomy, the patient's left popliteal vein was accessed using a clottriever sheath, 16fr (CT sheath). Two passes were completed using the clottriever bold (CT bold), yielding minimal clot. On the third pass, the CT bold coring element became stuck on the CT sheath funnel. Multiple unsuccessful attempts were made to detach the CT bold from the CT sheath. The CT bold then broke at the coring element after tugging attempts and one forceful pull on the device through the CT sheath. The coring element remained within the patient, while the rest of the CT bold catheter was removed from the patient. The coring element was then successfully removed from the patient using endotracheal forceps through the CT sheath. A new CT sheath was inserted into the patient's vein without issues. Balloon angioplasty of the common femoral and illiac veins was performed and the procedure was ended.

Manufacturer narrative:
The clottriever bold was returned to the manufacturer and evaluated. Visual examination of the device confirmed that it was full of thrombus, the catheter was broken at the spin lock, the coring element was broken, the collection bag was mangled and an amplatz super stiff wire was stuck inside of the clottriever bold catheter. The cause of the clottriever bold catheter damage was most likely due to thrombus being lodged inside the sheath effectively making the inner diameter of the sheath undersized and to excessive force used to advance/retract the device against resistance. Excessive force can cause damage to the sheath; in this case is undetermined as to the exact reason why but can be related to patient anatomy and/or tortuous insertion pathway. The lot number was not provided, therefore manufacturing records could not be reviewed for potential discrepancies that could have contributed to the reported issue. The device instructions for use (iu-01016_c) contain the following warning: avoid using excessive force to advance or retract against resistance. If excessive resistance is encountered, retract, and collapse the collection bag and coring element into the outer catheter and remove the device. Excessive force against resistance may result in damage to the device or vessel. Manufacturer reference number is (B)(4). Although there was no patient harm as a result of this issue, the information reasonably suggests that if this malfunction were to recur it may cause or contribute to a death or serious injury. Manufacturer reference number: (B)(4).

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Upon completion of the investigation, a follow-up report will be submitted. Manufacturer reference number (B)(6).

Event description:
On (B)(6) 2026, a 30-year-old female patient underwent deep vein thrombosis (dvt) thrombectomy using inari devices. During the thrombectomy, the patient's left popliteal vein was accessed using a clottriever sheath, 16fr (CT sheath). Two passes were completed using the clottriever bold (CT bold), yielding minimal clot. On the third pass, the CT bold coring element became stuck on the CT sheath funnel. Multiple unsuccessful attempts were made to detach the CT bold from the CT sheath. The CT bold then broke at the coring element after tugging attempts and one forceful pull on the device through the CT sheath. The coring element remained within the patient, while the rest of the CT bold catheter was removed from the patient. The coring element was then successfully removed from the patient using endotracheal forceps through the CT sheath. A new CT sheath was inserted into the patient's vein without issues. Balloon angioplasty of the common femoral and illiac veins was performed and the procedure was ended.